Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove. A cut-down procedure was done to remove the device from scarred tissue in the vessel. Hemostasis was achieved with the clip. There were no adverse pt effects reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.